Event description:
Patient with multiple myeloma on chemotherapy. At routine clinic visit noted to be weak and sweaty, so transferred to ER for eval and treatment. In ER found to be hypotensive, tachycardic, confused, febrile, presumably due to sepsis / septic shock. During resuscitation, unable to enter orders for fluids, medications, lab work, x-rays in the tachycardic because "chart is open by (B)(6) in (B)(6) clinic workstation (B)(6)". Called clinic but call went to voice mail. Called it help desk who said call clinic, then said there was nothing they could do. Would not even go to clinic to shut down workstation because number provided did not correspond to their ws ids. Asked our dept administrator to take on problem as we were busy w/ direct care. After about an hour, problem eventually went away, although don't know why. Pt got fluids and some (but not all) drugs, but could not get laboratory or radiology results w/o a valid order in system. It allegedly reported to vendor, no corrective action forthcoming. Concomitant medical products and therapy dates: na.